Event description:
The operator of an advia centaur xpt instrument observed smoke being emitted from the instrument. The event occurred during an instrument correlation study, which was being performed by siemens. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
The initial MDR 2432235-2014-00640 was filed on november 7th, 2014.corrected information (01/22/2015): the initial MDR was filed in error as the advia centaur xpt is not for sale in the united states.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the smoke was emitted from a cable. The cable was pinched by the fluid module 2 cover within the reagent compartment. The cse replaced the cable. The cause of smoke being emitted from the instrument was due to a pinched cable. The instrument is performing according to specifications. No further evaluation of the device is required.